Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm and did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was unknown. The customer performed self test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).